Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the distal connector of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the is-1 connector pin bent. Coils and insulations damaged.

Event description:
It was reported that during the implant procedure, a "potential disruption of lead (insulation)" was found. The lead was not implanted, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a "potential disruption of lead (insulation)" was found. The lead was not implanted, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.